Event description:
The customer contact reported that the pt received less medication than intended. It was reported that at an unspecified time, the pump was programmed to deliver an unspecified medication at a rate of 50mg/hr, with a vtbi (volume to be infused) of 17 ml, and the delivery was stated. No further programming parameters were provided. After an unspecified length of time, it was reported that the final delivery was around 3ml. No specific details were provided. There were no reports of any adverse pt effects and no reported delays in therapy critical to this pt. No medical intervention was reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. : this report is being made as part of a retrospective review. No further testing or investigation will be performed. See scanned page